Event description:
Reportedly, during a regular pacemaker check pergormed on (B)(6) 2012, an error message was displayed upon device interrogation and device settings were unexpectedly changed to their as-shipped values. An explantation is requested.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.